Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamps in the problem area failing. The plunger clamps were replaced. The instrument was tested without further problem and returned to service.